Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that there was difficulty in holding a charge and an increase in back/leg pain. The patient was having to charge their stimulator about twice a day and was started on mobic for back and leg pain. A manufacturer representative (rep) was contacted to check the device and see if the patient was using it correctly. This issue was noted to be ongoing and no interventions were taken at this point. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the charging difficulties was unknown and no actions were taken to resolve the charging difficulties; the event was ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient was re-educated on the use of their stimulator on (B)(6) 2018. The event was related to subject usability issues as the subject had cognitive difficulties with recharging. The patient had worked with a manufacturer representative (rep) and the charging difficulty had resolved. However, their pain had not resolved and it was not related to the charging. The patient had severe back pain, which was unresolved with no further actions planned. This pain was not relieved by reprogramming. It was further noted that the pain was unlikely related to the device, therapy, or procedure and was not due to programming. The increased back pain began on (B)(6) 2018, which was thought to be related to the difficulty charging. But, after the charging issues were resolved, the patient still reported their back pain as severe. The pain was just in their back now, noting that the leg pain was much better. The patient stated the back pain level was 8 and they received injections from another physician that helped. They were probably going to return to the ¿other doctor¿ for other treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 31st reported on (B)(4) they email the manufacture representative (rep) to see if someone had talked to the patient or seen her these problems. There were no further complications that have been reported as a result of this event.